Manufacturer narrative:
On 20-jan-2017: follow-up attempts with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a pregnancy after essure procedure. Follow-up revealed that the patient had a vaginal delivery at (B)(6) of pregnancy. No information about further circumstances of the delivery or the child's health were reported. These events are serious due to medical significance. Pregnancy is anticipated in the reference safety information for essure, the remaining event is unanticipated. In the present case the exact time interval between essure insertion and the pregnancy was not reported. Confirmation test showed bilateral occlusion. Given the nature of the event pregnancy after essure procedure, causality with essure cannot be excluded. No complications of pregnancy related to essure were reported however the patient had a vaginal delivery at (B)(6). The exact reason for this premature delivery was not specified. Given the advanced gestational age, a mechanical interference between essure and the developing pregnancy cannot be excluded and this event was thus considered as related to the suspect insert. The case was upgraded to other reportable incident, as although the premature delivery in this case did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a physician in united states on 04-jan-2016 referring to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. It was reported that patient had essure placed and confirmation test showing bilateral occlusion. She became pregnant after essure procedure. Essure was continued. Follow-up information received on 08-jan-2016: no new clinical information. Follow-up received on 05-jan-2016: no new clinical information was provided. Ptc investigation result received on 08-mar-2016: ptc global number (B)(6). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for tile device. Medical assessment lack of efficacy can occur with any product and is not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported lack of efficacy event and a quality defect. Follow-up received on 12-apr-2016 follow-up attempts have been completed with no response to date. Follow up 21-oct-2016: pregnancy questionnaire was received from physician. Essure was inserted on (B)(6) 2013 during follicular phase. No abnormal findings. Patient used depo provera as alternative contraception after essure placement. On (B)(6) 2013 hysterosalpingogram was performed and confirmed bilateral tubal occlusion and patient was advised to rely on essure. Pregnancy was confirmed by doctor and essure was in situ after diagnosis of pregnancy. The patient planned to continue with pregnancy and essure was not removed. Patient had vaginal delivery at 36 weeks and is undergoing lsc (laparoscopy) and salpingectomy. Follow-up received on 04-nov-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality coment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a pregnancy after essure procedure. Follow-up revealed that the patient had a vaginal delivery at 36 weeks of pregnancy. No information about further circumstances of the delivery or the child's health were reported. These events are serious due to medical significance. Pregnancy is anticipated in the reference safety information for essure, the remaining event is unanticipated. In the present case the exact time interval between essure insertion and the pregnancy was not reported. Confirmation test showed bilateral occlusion. Given the nature of the event pregnancy after essure procedure, causality with essure cannot be excluded. No complications of pregnancy related to essure were reported however the patient had a vaginal delivery at 36 weeks. The exact reason for this premature delivery was not specified. Given the advanced gestational age, a mechanical interference between essure and the developing pregnancy cannot be excluded and this event was thus considered as related to the suspect insert. The case was upgraded to other reportable incident, as although the premature delivery in this case did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. Further information was requested to clarify the reason for the premature delivery and also for the planned salpingectomy.